Manufacturer narrative:
(B)(4).

Event description:
Information was received that a patient with a smiths medical bivona® adult aire-cuf® tracheostomy tube was not receiving air. Subsequently, the tube was changed out and the patient was able to breathe normally. No further adverse effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device did not identify any defects. Leak testing was performed with air and did not identify any leaks. An in-house clinician evaluated that patient anatomy may have caused the device to be over-filled to lead to the reported issue. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.